Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned to the complaint investigation site (cis) for analysis and visual examination of the delivery system revealed a shaft hypo-tube kink approximately 24cm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Proximal stent damage was also present where some proximal stent struts were bent back distally at an angle of 120 degrees with respect to the catheter. The stent had moved on the balloon so that the proximal edge of the stent was located approximately 5mm from the distal edge of the proximal marker-band. The outer diameter of the widest section where the damage was present measured approximately 1.47mm. Taking into consideration the type of damage analyzed and the results of the thorough investigation completed, handling damage would be the most probable root cause.

Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 90% stenosed lesion was located in the calcified, severely tortuous left circumflex (cx) artery. The taxus express2 3.5x8mm drug eluting stent was unable to cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. The procedure was completed with a taxus express2 3.0x8mm drug eluting stent.